Event description:
It was reported to philips by a customer that the unit peep (positive end expiratory pressure) and pip (peak inspiratory pressure) values are out of range. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated that the unit was brought to biomed with reports that peep and pip values are out of range. The biomed tested the unit with the st test per the service manual and found that the unit isn't reaching the desired setting. The biomed stated he checked the service manual, and it states to replace the da board and wanted to confirm these are the right steps. The rse informed biomed informed of the following for failed st test and provide the part number for the da board. The biomed replaced the da pcba and the cpu pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged.